Event description:
When trying to advance the burr over the rota floppy wire it would not advance. (The device would not advance over the guidewire, which prevented the device from being used.) They attempted a few times. It was removed and a new one was opened, and it worked. The device was never used on the patient. Per unit, "device manufacturer made aware."